Event description:
An intravenous drug study with (B)(6) pts was performed by (B)(4) in (B)(6). On (B)(4) 2014, bd medical was made aware that bd venflon pro intravascular catheters were used in conjunction with bd 5 ml syringes with needles, bd 2 ml syringes with needles, and bd connecta white 360deg stopcocks. All (B)(6) pts involved in the drug study were diagnosed with thrombophlebitis. The medical treatment of these (B)(6) pts consisted of hospitalization and of one or more of the following medical interventions: medication given. Incision and drainage surgery. Fasciotomy. After their individual hospitalizations and treatments, each pt was discharged to home. It is unk what the catalogs and lots for th ebd syringes listed above are, and per the customer, this info nor further info regarding the venflon pro is able to be obtained. The bd medical complaints for these products are (B)(4). (B)(4). Regarding the bd connecta white 360deg stopcocks, the catalog number for this device is 395000 and this device may coincide with lot numbers # 3275151, 3245300, 3245304 as reported by the initial reporter. (B)(4).

Manufacturer narrative:
Results: at this time samples have not been received for eval. Regarding the venflo pro intravascular catheter with reported lot number # 4013363, a review of the device history records revealed no irregularities during the mfg process. Sterilization records were also reviewed for lot number # 4013363 and no irregularities were noted. For the bd 5 ml syringe with needle and the bd 2 ml syringe with needle neither a catalog number nor a lot number were provided, thus a review of the device history records could not be performed. The customer reports that no further info is able to be obtained regarding the venflo pro intravascular catheter, bd 5 ml syringe with needle, or bd 2 ml syringe with needle. Regarding the bd connecta white 360deg stopcocks referenced in this report, it was reported that this device may coincided with either lot number # 3275151, 3245300, or 3245304. A review of the device history records revealed no irregularities during the MFR of reported lot numbers # 327515, 3245300, and 3245304. Sterilization records were also reviewed for the above lot numbers and no irregularities were noted. Conclusion: without samples, a root cause for this incident could not be identified. (B)(4).